Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specs. The root cause is unk. (B)(4).

Event description:
A nurse reported that during surgery, the drainbag filled with air and the system shutdown without warning. There was no harm or injury to the pt. Add'l info has been requested.